Event description:
It was reported that the plaintiff underwent a triple bypass/valve replacement surgery during 1994 where vicryl sutures were used and claims infection and injuries occurred as a result of contaminated sutures.